Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During variax foot surgery, a head of nonlocking screw passed through a second hole from the end of the plate. The surgeon removed the screw and inserted a locking screw to the same hole. The locking succeeded. Variax foot was used to posterior condyle of tibia.

Manufacturer narrative:
The reported event that bone screw, t10, 3.5x22mm, 1/p was alleged of 'poor fixation' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. It is likely that a too high angulation of the screw was used during insertion and/or bending of the plate was performed, and both of these could cause the present event. However, more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Note, as stated in the IFU (90-03300): ¿screw and washer precautions and warnings the angle of the inserted variax¿ foot locking screw must not exceed 15°. If plate bending occurs at the locations of the oblong hole, proceed with cautions when inserting a screw, as the geometry of the oblong hole may have been deformed, thus preventing flush insertion of a variax¿ 3.5mm screw.¿ [original statement(s)]. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device was not returned.

Event description:
During variax foot surgery, a head of nonlocking screw passed through a second hole from the end of the plate. The surgeon removed the screw and inserted a locking screw to the same hole. The locking succeeded. Variax foot was used to posterior condyle of tibia.